Event description:
It was reported that the ilet pump developed a small crack and the unit powered on but did not register touch input; the user believed keys in a pocket caused the damage, and no injuries occurred, with another individual not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture consistent with a stress-related problem, localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.